Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Prior to procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. There were no electrical anomalies observed. The lead was explanted and replaced. Patient was stable post procedure.